Manufacturer narrative:
The pt reported this event from (B)(6) but his permanent address is in (B)(6). The other device listed in this report was an unknown abg ii neck. It cannot be determine which, if any of these devices may have caused or contributed to the pt's experience. Additional info has been requested and if received, will be provided in a supplemental report.

Event description:
It was reported that the pt is experiencing pain. He stated that he has limited activity and uses a cane. He had a revision on (B)(6) 2012 and is still experiencing pain.